Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the sales consultant was resetting rfna tray, and he noticed that the internal threads of the small retention pin was broke and were no longer threading into the ans screws. No patient involvement. Concomitant product: unk - screws: nail distal locking(part# unknown; lot# unknown; quantity: 1). This report is for one (1) retent pin scrdriver qc hex 12/sht/xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the retent pin scrdriver qc hex 12/sht/xl25 had broken off. The broken piece was not returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the retent pin scrdriver qc hex 12/sht/xl25 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the retent pin scrdriver qc hex 12/sht/xl25 was observed to have a broken tip. While no definitive root cause could be determined from the available information, it is probable that the retent pin scrdriver qc hex 12/sht/xl25 was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. H4 device history: part number: 03.045.008, lot number: 75p8436, manufacturing site: haegendorf, release to warehouse date: 06 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.